Event description:
Boston scientific crm received information that this right atrial lead was explanted due to dislodgement. The explant date was not provided and it is unclear if the event date is when the dislodgement occurred or when the lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.